Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the brachial artery. The 80% stenosed, eccentric shaped target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca) with a bend less than or equal to 45 degrees. A 3.00x38mm promus element ¿ long drug-eluting stent was selected for use and advanced but met significant resistance. In further attempts to advance the stent delivery system, the stent detached from the balloon. The stent was retrieved by pulling the device out from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.